Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her insulin pump is alarming and unable to exit the preparing to prime loop. Customer stated that the drive support cap is protruded on her insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with prime alarms during prime test due to protruded/loose drive support disk.